Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, device unable to charge, no communication pump to transmitter, lost sensor alarm. The customer reported blood glucose value of 240 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-7715, mmt-332a, mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number was programmed in pump. Transmitter was not damaged. Confirmed no damage to charger battery spring or connect or pins. Charger led light was flashing green and had not been used for more than 1 year. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. No further patient complications were reported. The customer will discontinue the use of the transmitter. No product return is required for unomedical. No product return is required for mmt-7715. No product return is required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, 2 hours after removing unit from charger led flashed properly. Unit communicated and sync properly during rf/ble/downgrade/association, however, unit failed with a failure at the accuracy test (rf frequency & output test). In conclusion, unable to perform the accuracy test due to unit not communicating with the accuracy tester. The customer complaint of charging, led, and communication anomaly was not confirmed. However, the unit failed accuracy test is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.